Manufacturer narrative:
A system service check of the stellant injector verified the injector was operating within medrad specifications. Additional applications training was completed on (B)(6), 2010.

Event description:
The site reported the following: the patient had an admitting diagnosis or shortness of breath. The patient was scheduled for a CT angiogram of the chest to rule out a pulmonary embolism. The patient had a right antecubital IV which was started in the emergency room. The IV site was visually monitored during a bolus injection performed by hand and a test bolus was performed with the injector. Post injection, the patient complained of pain. An extravasation of approximately 100mls of contrast and 20-40mls of saline was noted at the injection site location. The patient developed compartmental syndrome requiring surgical repair. The patient reportedly recovered and was discharged.